Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported event was failure of the maj-1941, light source cable.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse determined the lamp was at 500 hours and replaced the lamp but the issue was not resolved. The fse noted that the problem was with the lamp on manual mode. When on automatic, the unit functioned as expected; the customer indicated that it would stop functioning after 5 cases. The customer indicated they would replace the light source cable (maj-1941) cable to resolve the issue. A definitive root cause for the reported problem could not be identified.

Event description:
A user facility reported to olympus that the light was too bright. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus. This is report 1 of 3 for the reported problem.